Manufacturer narrative:
Tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Infusion set changes were performed to address the alarms. Customer's blood glucose was 220 mg/dl. Reportedly, the cartridge was in use for 5 days. Tandem technical support educated customer regarding cartridge/insulin labeling. A new cartridge was successfully loaded, and customer resumed insulin therapy.